Event description:
During a procedure at the user facility the tip of the device was found to be bent. No patient involvement or procedural delays were associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During a procedure at the user facility the tip of the device was found to be bent. No patient involvement or procedural delays were associated with the event.